Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope had a clear substance of different viscosity than the water started coming out of the air water port on the connector end. The issue occurred during reprocessing. There were no reports of patient harm.